Manufacturer narrative:
Continuation of d10: product ID afapro28, product type: balloon catheter; product ID 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient had hypotension, pericardial effusion, and cardiac tamponade. The case was aborted while the patient was under general anesthesia. A pericardiocentesis was performed and then the patient expired. The cause of death was surmised to be pericardial effusion and cardiac tamponade.

Event description:
It was later reported that during mapping, transeptal access was lost with the sheath; however, the sheath was able to be readvanced across the septum. After two ablations were performed, the patient experienced bradycardia and an effusion was noted from an ultrasound. The patient "coded", a pericardial tap was performed to remove the effusion, and then time of death was called.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic; product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.